Event description:
It was reported that 6 bd maxzero¿ needle-free valve experienced occlusion. The following information was provided by the initial reporter: the head nurse reported that when pre-filling before the infusion, the needle connected to the connector was found to be unable to be pushed, and the needle could be withdrawn normally. This situation did not happen again with a new connector.

Manufacturer narrative:
A mz1000 china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22045853. The feedback provided by the customer appears to suggest that an occlusion was experienced when trying to access the maxzero; however the feedback provided by the customer did not clarify the exact nature of the customer's experience. As part of the feedback the customer provided photographs of the alleged affected samples however analysis of the photographs, did not reveal any obvious damage or manufacturing defects which could have caused or contributed the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 22045853 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance there was not enough information to positively link this feedback to a specific failure mode.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd maxzero¿ needle-free valve experienced occlusion. The following information was provided by the initial reporter: the head nurse reported that when pre-filling before the infusion, the needle connected to the connector was found to be unable to be pushed, and the needle could be withdrawn normally. This situation did not happen again with a new connector.